Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the endoscope was turning. The endoscope turned and arms 1 and 2 and the instruments were flopping when reinstalled. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer who confirmed that the system was functioning without issue. The fse advised recording the serial number of the alleged endoscope, in the event the issue returned. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.